Event description:
It was reported that the patient experienced interrupted hearing sensations with the cochlear implant since two weeks. Therefore the patient visited the clinic. Since (B)(6) 2015 the patient had no access to sound. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.